Event description:
Surgical procedure- a vat (video- assisted thoracoscopy)- being done for resection of pulmonary bleb. An endo gia auto suture was used to staple tissue. Lung grasped with forceps, instrument was fired, surgeon was unable to open stapler. Small thoracotomy (3-4 inches) required to obtain access to pry open stapler. Stapler had to be turned 90 degress for access, resulting in abrasion on lung surface. Subsequent air leak resulted.